Manufacturer narrative:
The pod was received with no evidence of blood on the device. Inspection of formed needle, soft cannula and bottom housing found no abnormalities that would contribute to reported bleeding or bruising at the infusion site. The data downloaded from the device showed no alarms or drive stalls. Timeouts were seen in the data. The device was reset and paired with the master pdm. A 5-unit bolus was successfully delivered. The rerun data showed a timeout towards the beginning of the run. The components of drive mechanism were closely inspected, and a resistance was noted while rotating the ratchet gear. Under magnification, it was observed that the tube nut was misaligned. This misalignment resulted in the tube nut making contact with the reservoir cap. A scratch was seen on the tube nut due to the friction between reservoir cap and tube nut. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 300 mg/dl. The patient reported bleeding from the insertion site (arm) while wearing the pod for between 36 and 48 hours. As treatment, a new pod was applied.